Event description:
It was reported that after two iab catheters were inserted, clots formed within the central lumens. The cardiac cath lab was unsuccessful in obtaining an arterial pressure waveform. A third iab was successfully inserted and functioned normally. There were no patient complications.